Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the elastic of the garment. It was reported that the rash was red and puffy, but was not oozing. The patient reported that she might be allergic to the elastic. The patient began taking epsom salt baths and taking ibuprofen. The patient also saw a doctor and the doctor advised that she could end use of the lifevest. Follow-up indicated that the irritation was not improving.